Event description:
It was reported that since the patient was implanted 1.5 years ago, she was "worse now than before." The patient reported she had an "additional tremor" as a result of the surgery and wanted to know what could be done. It was suggested to have the device reprogrammed. Additional information received from the patient reported she still had concerns regarding her device/therapy, but she was working with her physician or manufacturer representative about it. The patient stated that according to the physician her problem was that the healing process after the surgery created a new tremor. She indicated the device corrected the small tremor she had before the surgery, as well as controlled much of the larger and more severe tremor which began after surgery. However, the patient indicated that even with the help of the device, her condition was considerably worse than it was before surgery. She noted that the physician had made a number of adjustments and mentioned the possibility of doing some remapping; however, the physician referred the patient to another physician and she has an appointment in september. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the physician did not feel there was any adverse event and noted that the patient had good response to the implantable neurostimulator (ins).

Manufacturer narrative:
Product ID 7482a40, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension; product ID 7438, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3387s-40, lot# v556156, serial#, implanted: 2010 (B)(6), explanted: product type lead. (B)(4).